Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400+ mg/dl. The customer treated with 4 units of insulin via syringe. Customer's blood glucose value was 225 mg/dl at the time of the call. Customer reported that the high blood glucose levels began (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. The customer reported tiny air bubbles. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.